Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 24 mm, and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 150 mm. The patient's anatomy was reported to be moderately tortuous. A 22 french cook sheath was inserted into the right iliac artery, and the bifurcated device was inserted into the sheath. It was reported that the device was twisted slightly as it was positioned. As the slide ring was retracted, the graft cover was not retracting. The device was moved around, but the graft cover would still not retract. The physician attempted to remove the delivery catheter, but the delivery catheter could not be removed from the sheath. The sheath and the delivery catheter were removed from the patient, and it was reported that the graft cover was found to be broken below the runner fuse joint. Another device of the same size was implanted without difficulty. Final angiogram demonstrated no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.